Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the incoming inspection they found. Aw connector loosened at lg plug, moisture under the led, objective lens cracked there was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the aw connector and the objective lens have been replaced. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the incoming inspection they found. Aw connector loosened at lg plug, moisture under the led, objective lens cracked there was no report of patient harm.